Event description:
Event description cpi received information that this patient experienced a pneumothorax one day following implant of this implantable cardioverter defibrillator (ICD). The physician believes the injury occurred during the implant procedure.